Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to facilitate drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the distal flange took an unusually long time to deploy, as if it were stuck, it failed to deploy. The physician therefore decided to re-sheath, remove it, and use another stent. The procedure was completed by replacing and using another of the same device through the initial puncture site. There were no patient complications reported as a result of this event.